Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical support (cts) educated the customer to remove any residual air from the cartridge as per the user guide. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with cts.